Event description:
Intraoperatively, impedances were high out-of-range. The implantable neurostimulator leads were wiped down and reinserted with the same results on various electrodes. Postoperatively, electrode #11 continued to have high impedance values. This electrode was not used to deliver therapy. The pt had excellent bilateral stimulation coverage from his waist to his toes. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).